Event description:
Customer reported the device had the following issues; cutter no longer locked overheated and unfamiliar noise. (B)(4).

Manufacturer narrative:
(B)(4). During pre-repair assessment performed by technician, investigation revealed the device no longer held lock and hole in hose due to handling. The device was repaired and returned to customer on (B)(6) 2013.